Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance in the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.